Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was dropped and the drive support cap is protruded. The blood glucose reading is 371 mg/dl. The insulin pump is unable to leave the priming loop. The blood glucose reading has dropped to 109 mg/dl after lunch. Advised the customer that the insulin pump will be replaced. Nothing further reported.